Event description:
The initial reporter stated that the pump occlusion alarms were failing during testing. They did not specify if it was the up or down occlusion alarm that failed. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. Complaint: (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg an investigation could not be completed. This report will be updated if the device is returned to mmdg.